Event description:
Below is an email that I sent to our local ems coordinator (B)(6). On (B)(6) 2014, I was on an ambulance call at (B)(6). The call was for a decreased level of consciousness. This patient has a pacemaker and during the transport from the scene to (B)(6), the patient's heart rate increased to just over 120. This has occurred with several other patients. I printed a rhythm strip during the entire ride from (B)(6). I did a 12 lead in the medic unit with the medic unit idling and the patient's heart rate was 68 to 70. After the 12 lead we transported and when the medic unit idling and patient's heart rate increased to just above 120. When we arrived at (B)(6), turned off the medic unit the patient's heart rate slowly came back to 70. I have included the rhythm strip of the transfer and the 12 lead in an envelope for your review. I also have a copy of the patient's pacemaker ID card. It appears that the heart rate increases with this increasing rpms of the engine, it does not appear to increase when the medic unit is at an idle. I have seen this occur many times and each time the patient does not notice the increase in the rate. Each time I have also verified that the patient's pulse matches the monitor. My concern is, if this happens in the medic unit, does it also happen in any car the patient is traveling in? How long can a person with a pacemaker tolerate an increased heart rate of about 120? I hope this helps, (B)(6). For several years we have been seeing pacemakers speed up while our ambulance is in motion. We have looked into several possibilities that may be causing this issue. We were concerned that there may be some kind of interference caused by our ambulance. Our department, (B)(6), does 911 call response and inter-facility transfers. Our transfers routinely last between 50 minutes and 120 minutes. I have personally seen a pacemaker stay sustained at 120 beats per minute for the duration of one of our 50 minute transfers. After the above mentioned call, I phoned biotronik, the manufacturer of the implantable cardiac pacemaker that the patient had, and explained what occurred. I was told a default of 120 beats per minute. The person states that this device is very sensitive and could mistake other movement by the patient as exercise, such as riding in the back of an ambulance. I was told that this setting could be adjusted by the patient's physician to be less sensitive. I am concerned that this default setting that speeds that patient's heart rate to 120 beats per minute could result in serious health problems for the patient. We are seeing paced rhythms increase to 120 on a regular basis each time we transport a patient in the back of our ambulances. If the heart rate increases in our ambulance, then I would think that it would also increase with any ride in any vehicle. Dates of use: (B)(6) 2002 - (B)(6) 2014. This patient has an implantable cardiac pacemaker. He originally had a guidant pacemaker implanted on (B)(6) 2002, model number 1298 and serial number (B)(4). The pacemaker was updated on (B)(6) 2012 to a biotronik pacemaker evia dr-t serial number (B)(4).